Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
"In case (B)(4) per the cust "" should the teeth sit firmly in place as they gradually shift? My front teeth wiggle a little. They always have wiggled, to be clear. I have periodontal bone loss. I was hoping they'd strengthen into their new position as time goes on."" Additional note per cust"" #25 was present before"" update 5/8/24: per cust, ""it's has settled a bit. Definitely moving the tiniest bit less.""

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.